Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues prior to the coil non-detachment. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the internal carotid posterior communicating artery with a max diameter of 4mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the product was used to wrap around the aneurysm and attempts were made to detach it, but it could not be detached even when using a detacher, and to perform emergency detachment. The physician attempted to detach with the instant detacher 5 times and did not try to detach with another detacher. There was one manual detachment attempt. It was noted that there was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a fubuki guide catheter and phenom 17 microcatheter.